Manufacturer narrative:
One sample was received. No pictures were attached to the complaint. The cassette was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Functional testing was performed, and no discrepancy was detected. One complaint was documented for this lot number for the failure mode reported. However, according to the sample received, the failure mode ¿leaking¿ was no confirmed in the device received.

Manufacturer narrative:
E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 100ml cassette was leaking and was noticed after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement, and no adverse event reported.